Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report number 1627487-2019-08540 it was reported that when patient presented to the hospital clear fluid issue was observed on the lead incision site. Patient did not have any symptoms of an infection. A revision procedure was completed on (B)(6)2019 where the wound was readdressed. Patient has been on antibiotics. Patient was reprogrammed to obtain better coverage and was receiving adequate relief. Patient incision had failed to heal, and fluid seroma continued to leak clear fluid. Both leads were explanted as a result to resolve the issue. There were no complications during this procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-08540.